Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00016. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2017. The patient was diagnosed with a retinal detachment in the implanted eye on (B)(6) 2017. New information: on (B)(6) 2018, the patient underwent revision surgery to reattach the retina. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2017. The patient was diagnosed with a retinal detachment in the implanted eye on (B)(6) 2017. Patient is being observed. There was no defect or malfunction of the device associated with this event.